Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. Date rec¿d by MFR- this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -12.50/2.0/105 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vault with rotation. A new longer length lens was implanted on (B)(6) 2021 and this resolved the problem. Cause of the event is reported as lens size.